Manufacturer narrative:
Philips has completed its investigation into the reported issue. A philips field service engineer (fse) conducted an onsite inspection and observed that the system had shut down automatically, which can interfere with a complete system boot. During troubleshooting, it was found that the mcb (miniature circuit breaker) was tripping both during system operation and while the system was powered off. The rcd (residual current device) led was green, indicating normal functionality. The mains power supply and earthing were inspected and confirmed to be in good condition. A review of the system logs showed no errors. The system was restarted multiple times, and high kv and ma x-ray exposures were performed without any further tripping. To address the issue, the fse checked and reseated the uv coil. Following this action, the system resumed normal operation and was returned to service in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had shut down automatically, which can impact a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.